Event description:
It was reported via repair work order that the bed did not have power due to a loose connection to the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed lost all motor functions due to malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that it was found that the bed did not have power due to a loose connection to the cpu board. The issue was resolved for the customer by reconnecting the loose cable to the cpu board.